Event description:
It was reported to boston scientific corporation that a percutaneous access set was used during a percutaneous drainage of kidney procedure on (B)(6) 2015. According to the complainant, the physician used the needle to secure percutaneous access into the kidney and attempted to pass the guide wire through the needle. The guide wire did not fit through the needle to gain access into the renal pelvis. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed an MDR-reportable event based on investigation results which revealed that the sheath was torn.

Manufacturer narrative:
Visual examination of the returned percutaneous access set revealed that the guide wire was bent/kinked at approximately 5.8 cm from the tip, the grey outer sheath was bent and the tip was damaged. Additionally, the sheath was torn at approximately 5.5 cm from the tip. Functional analysis revealed that the guide wire could be inserted into the sheath hub and easily advanced until it exited the sheath through the tear. It was noted that the bend in the guidewire corresponds with the location of the sheath tear. It is possible that the user inadvertently punctured/tore the needle sheath either during insertion of the needle assembly into the patient or while passing the guidewire into the sheath. The sheath damage prevented further advancement of the guidewire into the sheath. Based on all gathered information, the most probable root cause is operational context. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified.